Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings: a review of the black box data showed an unexplained reboot on (B)(6) 2015. The pump powered on with the returned battery cap. During testing, the pump emitted a ¿no cartridge detected warning¿. The alleged ¿no power¿ issue could not be fully investigated due to the pump being unable to complete the load step. The pump cover was opened and the force sensor flex cable was found to be cracked at the force sensor pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.